Manufacturer narrative:
Submit date: 01/20/2016. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are not non-conformances related to the reported issue for the reported lot. A sample consisting of 1 catheter and 1 syringe was received for evaluation. The sample came inside a generic plastic bag. A visual inspection was performed and it presented signs for use (blood). Additionally the arterial extension tube of the catheter was detached from the hub. Dimensional testing was required. Measurements were based on the product specifications and the results were within specifications. The reported condition has been confirmed based on the sample analysis. With the available information it is not possible to determine which of the potential causes is related to this issue; however the most probable root causes for the condition are: operator failed to follow process and inspection procedures; the operator did not place the extension properly into the hub and; caused during use if the instructions for use were not followed causing detachment of the extension. A quality alert was administered to the personnel involved in order to avoid this issue in the future. An evaluation took place to assess the exceeded risk threshold. No further investigation activities or corrective actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 08/12/2015. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/07/2015 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6), a 20cm mahurkar acute triple lumen catheter was placed in the right subclavian vein, so that the patient could have dialysis. The patient was sent to dialysis and when they were trying to flush the catheter, the catheter came apart at the extension tube and the bifurcate. Blood was everywhere and the catheter had to be pulled.